Event description:
It was reported that the device gave an eri (early replacement indicator) after six months of implant. The reporter stated that according to a longevity calculation, the device should normally give therapy for around 22 months. It was noted that bipolar impedance settings were lower than monopolar impedance settings and the pair of the case and electrode 0 had a high impedance of 4538 ohms. Electrode pair 5 and 7 had a low impedance of 125 ohms. It was reported that extended troubleshooting was performed and "sent for analysis." The reporter stated that the device would have to be replaced because it was empty. It was noted that the patient "still had good therapy" and wanted to keep the therapeutic effect. There were no patient symptoms and the patient suffered no injury or adverse event.

Manufacturer narrative:
(B)(4).